Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Tdx3 wheels are locked up. No forward or backwards. End user was stranded. She had called the fire department to come help her. Firefighter had spoken to tech support and put the chair in free wheel but the chair still would not move. He states with the motors in freewheel the chair would have 2 red bars on the left side of the readout. Consulted with tech again and couldn't understand why the chair wouldn't freewheel. The fire department is going to transport the customer home, and the police will likely tow the chair to her home. No further information was provided. Chair was not functional at the end of the call. Fireman couldn't find the serial.